Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the usb port of the pump was observed to be damaged and loose as the customer intermittently experienced difficulty charging the pump battery. Blood glucose was not impacted. The contact declined to perform further troubleshooting with tandem technical support.